Event description:
The patient was revised because malalignment with a large amount of metal debris because of impingement between the neck of the stem and the cup. The femoral component was notched.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.